Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed and determined to be related to use of the device. One 4fr s/l powerpicc solo was returned for investigation. The returned sample revealed evidence of use. What appeared to be tape residue was observed on the catheter. The printing on the extension leg was worn. The catheter extended to the 46cm depth mark. A circumferential split was observed in the s/l catheter tubing near the 11cm depth mark. The split coincided with a kink in the tubing. Additional kinks were found in the catheter tubing near the 5, 6, 9, 10, and 12 cm depth marks. A microscopic examination of the split revealed a rough and granular edge and adjoining surfaces. A tactual investigation revealed that the tubing had the tendency to kink across the split and kinks that were found in the tubing. The split and kinks observed in the catheter indicates that the tubing was placed in a location that was susceptible to bending. The repeated kinking of the catheter most likely stressed the tubing to the point where the catheter material began to split. The product IFU indicates to avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort. A lot history review (lhr) of recs2792 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient attended for treatment, nurse prepared the patient's PICC line, when flushed clear the fluid was seen to be leaking from exit site. Line was removed and hole could be seen clearly by consultant and nurse. It was stated external measurement on insertion was 7cms, was 8cms on day leakage was noted, the hole was measured at 11cms (2.5cms under the patients skin).